Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the switch box had a scratch; due to a malfunction in the identification data of the scope ID, the radio frequency identification data could not be read; the plastic distal end cover had a burn; and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus on may 21, 2023, that during preparation for use, the evis exera iii gastrointestinal videoscope presented with plastic broken off at the distal end, and the diameter of the canal at the distal end was too narrow. The clip applicator (195 cm) would not go through. This event was not reportable. No patient or procedure was involved. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The aware date for the pae that was identified was (B)(6) 2023. During the evaluation of the device, it was noted that the distal end was dirty, and the channel tube had foreign material inside. The foreign material that remains in the channel can cause insufficient reprocessing. This report is to capture the reportable malfunction of a foreign substance found in the channel tube and the dirty distal end noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to correct information to section g3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white foreign material and the white powder and fibers could not be identified nor the root causes of them. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by handling device as per the following instructions for use. Detection method is included in operation manual chapter 3 preparation and inspection. Preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.